Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. As per additional information received from the field representative, the device was used as temporary external pacemaker. There were no additional adverse patient effects reported. The crt-d was explanted.